Event description:
Hill-rom received a report from a hill-rom technician stating he found a note on the bed that said bed exit wouldn't set. The bed was located at the account in the shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the scales needed to be zeroed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician zeroed the scale to resolve the issue. Based on this information, no further action is required.